Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 7:00am after the end user received higher than normal blood glucose results from her prodigy diabetes meter. The end user stated that throughout the day she checked her blood glucose and the readings continually increased to the 500 mg/dl range. She had no significant symptoms but out of concern for the higher readings she was taken to the ER. Upon arrival to the ER her blood glucose reading was 170 mg/dl. No treatment was necessary so after 4 hours in the ER she was discharged and instructed to follow up with her endocrinologist. No additional details were provided in regards to this medical event.